Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration. This report was impacted by emdr scheduled maintenance occurring (B)(6) 2026.

Event description:
Healthcare professional reported "shifting laterally". This record is for the left side. The device was explanted.